Event description:
It was reported that a spectrum pump had an had upper occlusion issue occurred during an unspecified process step. Heparin was running at 18u/kg and received heparin boluses. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue#: a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.